Event description:
Boston scientific received information that this right ventricular (rv) exhibited high pacing threshold, loss of capture and asystole of less than two seconds. A microdislodgment was then suspected. Additional information was received that fluoroscopy was performed but was inconclusive. Subsequently, the patient underwent a lead revision procedure where the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.